Event description:
Hcp reported approximated 8+ weeks prior to report date a patient became symptomatic from an intrathecal mass at the t12-l1 region. Pt experienced severe it morphine-induced edema while receiving compounded it morphine at 25mg/ml. Patient changed to it methadone and diuresed approximately 50 pounds. Patient did well for awhile and new sciatic pain began - severe to doubling over with pain. Treated with epidural steroid injections. Patient neurologically normal but MRI performed - disclosed a t12-l1 mass. Surgical removal of mass. Patient has significant l2 weakness on one side (hip flexor).